Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the unit was confirmed to not mesh properly. The cutter and side plate were replaced and resolved the reported issue. The unit was last serviced in 2017 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.

Event description:
It was reported that during surgery, the unit would not proper mesh. There was no patient harm/injury or surgical delay reported. Another device was used to complete/finish the surgery. The surgical technique for the product was utilized. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.